Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units of insulin, and remained static at 180 units. The customer's blood glucose level was 188 mg/dl. It was confirmed that the customer will continue using the pump for continued insulin therapy.